Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient had a root canal that got infected and became septic with vegetation on the leads. There was no additional adverse patient effects were reported. This device was explanted.